Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was failed to stay closed and unable to be pushed back into the pyxis machine.the customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the slide rails were damaged and the hard stop in drawer 5.1 broke loose due to sheared screws, and the database on the station required reimaging. The field service engineer secured the hard stop to run the hardware test application and removed pockets from the damaged drawer. All pockets in drawers 5-1 and 5-2 were removed, and the damaged drawer was replaced. The engineer ran the hardware test application, reinserted all pockets into their respective locations, and confirmed all tests passed. The station drive was reimaged, the internet protocol address and station name were configured, synchronization was performed, and the new drawer was assigned to the proper drawer number. The customer verified successful operation in the application. Fse preformed proactive checking of drawers, secured connections which tested good and did preventive maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was failed to stay closed and unable to be pushed back into the pyxis machine. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.